Event description:
It was reported that during patient use, the ventilator high respiratory rate alarm was generated as the patient position was changed. When this occurred, the leak volume increased. The normal ventilation volume was displayed at around 300 ml. But became 500 ml. When the auto trigger was generated. The patient was removed and transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).